Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and user were unable to access the medications. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer removed the station's back panel and observed all lights were active behind the drawers. Upon inspecting hardware test application drawer three, which wasn¿t showing up, fse replaced the rowboard cable and the retractor band to resolve the issue. Customer logged in and verified working. Proactive preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.